Event description:
Complainant alleged that during a routine shift check by a clinician the device was unable to decrease pacer current. Complainant did indicate that the device was able to increase the pacer current. Complainant indicated that there was no patient involvement in the reported malfunction.